Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the lesion was predilated with another company's 2.5x15 mm balloon catheter. The stent was prepped by flushing and pulling negative with just the indeflator. Only one attempt was made to deliver the stent. The stent came off of the stent delivery system (sds) when withdrawing, because it could not pass the lesion. Fortunately, it stayed in the coronary artery. The wire remained intact, so a dockwire was attached and another company's 1.5x15 mm otw balloon was placed inside the stent and inflated to 2 atmospheres; then pulled the stent, balloon and wire back into the guide, which was then removed. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.